Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation with a minicap on the dark blue connector and the white twist clamp was in the closed position. A visual inspection with the naked eye and magnification noted a broken occlude feet on the light main body. Functional testing including leak and clamp function testing were performed and a leak was observed through the set with the twist clamp in the closed position. Clear passage testing was performed with no issues noted. The reported condition was verified. The cause of the leak was due to the broken occlude feet, however the cause of the broken occlude feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked. This occurred during use of peritoneal dialysis therapy. The transfer set had been in use for approximately three months. There was no patient injury or medical intervention associated with this event. No additional information is available.